Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with a staple protruding from the device. The sample appears used as there is biological material present on the device. The stapler was returned with 17 staples left in the cover block indicating that at least 18 staples have been fired by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. Another attempt to fire a staple was made and again, the staple was unable to form properly. The sample was disassembled to inspect the internal components. A piece of the cover block was found broken where it attaches to the trigger. This caused the trigger to become partially disconnected. The damage to the cover block prevented the sample from firing properly. Based on the damage observed, it appears that unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. The reported complaint of "does not grab skin properly" was confirmed based upon the sample received. The sample was returned with a staple protruding from the device.

Event description:
It was reported that the staples do not grab the skin properly. The surgeon used new staples; no mention of lot or change of brand. Clinical consequences: none.

Manufacturer narrative:
(B)(4). The device history review the product visistat 35w 6/box lot #73a1900603 investigation did not show issues related to ther complaint. The device investigation is pending. Teleflex will continue to monitor and trend relate events.

Event description:
It was reported that the staples do not grab the skin properly. The surgeon used new staples; no mention of lot or change of brand. Clinical consequences: none.